Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2004, the pt was implanted with three gore excluder bifurcated endoprostheses. On (B)(6) 2006, the pt was implanted with three gore excluder aaa endoprostheses. Multiple attempts to obtain further information on this event have been made by gore, however, as of march 11, 2011, no further information on this pt has been provided to gore.